Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noted to be fractured on the tip and broken. A second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.